Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (550 mg/dl) and a bolus via the pump was delivered to address the high bg. The cause was not known. A pump system check was performed and no device issues were identified. Tandem customer technical support advised the customer to discuss the high bg events with a healthcare provider.